Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 358 mg/dl earlier in the morning and an insulin injection was administered to address the high bg. The customer stated the high bg was due to an illness. During a routine supply change, the customer received multiple cartridge change errors notification while loading multiple cartridges. The customer's bg level at this time was 156 mg/dl. The customer was to use insulin injections to manage diabetes.